Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: model: d224trk, bi-v ICD; implant: (B)(6) 2012. (B)(4)

Event description:
It was reported that the patients right ventricular (rv) lead showed with high svc and rv coil impedance levels. No programming changes have been completed at this time. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the patients cardiac resynchronization therapy defibrillator (crt-d) had triggered elective replacement indicator (eri). Additional information suspects there was a connection issue with the device and rv lead. The device has been removed and replaced, while the rv lead remains in use. No patient complications have been reported as a result of this event.